Event description:
It was reported that balloon rupture occurred. On august 2022, the patient presented to the hospital due to coronary atherosclerotic heart disease and old myocardial infarction. Three days later, coronary angiogram (cag) and percutaneous coronary intervention (pci) were performed. The stenosed target lesion was located in the calcified left anterior descending (lad) artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation; however, during the procedure, the balloon burst. The physician advanced a 2.50 x 5mm cutting balloon for bed preparation followed by another 2.50 x 15mm maverick balloon catheter to finish the pre-dilatation. The procedure was completed with no harm to the patient.

Event description:
It was reported that balloon rupture occurred. On (B)(6) 2022 the patient presented to the hospital due to coronary atherosclerotic heart disease and old myocardial infarction. Three days later, coronary angiogram (cag) and percutaneous coronary intervention (pci) were performed. The stenosed target lesion was located in the calcified left anterior descending (lad) artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation; however, during the procedure, the balloon burst. The physician advanced a 2.50 x 5mm cutting balloon for bed preparation followed by another 2.50 x 15mm maverick balloon catheter to finish the pre-dilatation. The procedure was completed with no harm to the patient. It was further reported that the balloon was tried to inflate at 13 atmospheres (atm) for 6 seconds but failed and that the device was removed from the patient.

Manufacturer narrative:
B5: describe event or problem. E1: initial reporter city: (B)(6).